Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a feeling a shock or pinch while moving the patient side cart (psc). The customer inspected the psc and found a chip on the side of the "arm handle." The following information is unknown: the cause and severity of the complication, and what medical intervention (if any) was rendered due to the shock or pinch. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to reproduce the customer reported issue. The fse tested the system using both monopolar and bipolar modes, and both fired without any issues. The system was tested and verified as ready for use.